Event description:
Customer states that he "couldn't code meter" and could not test and then had "low blood sugar." The paramedics were called, and treated the customer with d50 IV solution in his home. There was no report of death, serious injury or mistreatment in this case.

Manufacturer narrative:
This is a final report. No product is expected to be returned. Adc customer service instructed the customer on how to successfully code the meter.